Manufacturer narrative:
The field service representative indicated that as found, the fans in the failed power supply were found to be moving freely. The investigation could not determine a specific root cause. The issue is consistent with insufficient cooling air flow. Insufficient cooling air flow may occur due to damaged and/or blocked fans, restricted air flow, or excessive dust inside the power supply. This can lead to overheating and a short circuit and melting of parts. The service actions solved the issue.

Event description:
The customer indicated that the analyzer began smoking from the left end of the analyzer. There were multiple alarms, but the customer could not provide further information. The customer indicated that the fire department was on site and the building was evacuated. The customer indicated there was no fire, only smoke from the analyzer. There were no injuries and no one sought treatment as a result of the event. The customer indicated that there was not "a whole lot of smoke", but there was enough smoke to set off smoke alarms. The customer also indicated there was no physical damage to the analyzer. The field service representative found that the power supply had failed. He replaced the failed power supply with a power supply retrofit kit. The instrument initialized normally. The customer performed qc, which recovered within the customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.